Event description:
A physician reported that during intraocular lens (iol) implantation, cracks were found on the iol after it was implanted, but the surgery was completed without product replacement. At a later date, when vitrectomy was performed on the same patient, the cracks grew and expanded into linear scratches. Posterior capsule folds were also observed in the patient. According to the doctor, they were caused by iol. There were no problems with patient's vision. The lens remains implanted. Additional information was received. It was confirmed that vitrectomy was not related to iol.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).